Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to be charged using multiple usb cables and ac adapters. There was no reported impact to customer's blood glucose. Customer reverted to using manual injections for insulin therapy.